Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that the tubing connected to the z-site was detached during priming and before use. Inquired of patient demographics, unable to obtain. There were no patient complications reported.

Manufacturer narrative:
We received one single dpt-vamp flex kit with IV set and pressure tubing. Examination revealed that the pressure tubing, which was connected to the vamp flex unit was found detached from the z-site. Residual solvent was observed on the inserted portion of the detached tubing. The residual adhesive tape placed by the customer was also observed on the detached tubing surface. No other visible damage was observed from the kit. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. The system can be exchanged for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.